Event description:
Mentor saline round smooth spectrum breast implanted 2006; explanted 2016 due to bii breast implant illness. Wrinkled implant, painful breast masses to watch, enlarged lymph nodes, cervical fusion from pain. Anxiety, memory loss, hair loss, total hysterectomy 39, too many to list etc. I have surgical pictures with full enbloc and implants, hospital has implants. FDA safety report ID # (B)(4).